Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a casual relationship between the peritonitis event and use of the cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022, technical support was notified that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis producing a gross amount of fibrin. Attempts to obtain additional information were unsuccessful. No additional information was provided.

Manufacturer narrative:
Correction: h6 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022 technical support was notified that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis producing a gross amount of fibrin. Attempts to obtain additional information were unsuccessful. No additional information was provided.